Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 7120 competitor implantable tachy lead - 2009-(B)(6), 3830 implantable pacing lead - 2009-(B)(6), (B)(4).